Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep. Said the pt had gone to a machine at their chiropractor in (B)(6) 2023 and the chiropractor did something which caused damage to the lead and then in (B)(6) 2023, the mdt rep. Met with pt and noticed elevated impedance results. Pt lost all their electrodes and pt had lead revision in (B)(6) 2024. Mdt rep. Said there was "tons of scar tissue" and a tight space. With the replacement lead, pt was fine at first, but slowly started getting impedance results on electrodes 4, 5, 12, 13, and 10. Eventually, all electrodes went out and were no longer useable within 3 weeks in (B)(6) 2024. Mdt rep. Said pt needed therapy in lower back and down legs. Current paddle lead was in t9-t10 and mdt rep. Was wondering if paddle could be moved to t-8-t9 to address back and leg pain. Tss suggested options. Mdt rep. Also asked about percutaneous leads. Tss discussed possible steps moving forward. Rep reported they let the hcp know about the situation and hcp decided to do a lead revision. Rep reported the first time it happened it was due to the patient going to a chiropractor and having some machine do the work so they did a lead revision and then after the patient started to have more impedance issues which was believed to have had to do with the scar tissue. Lead revision don eon (B)(6) 2024nand by (B)(6) 2024 all electrodes were lost due to impedance. Patient is being referred to an hcp that will place perc leads; rep stated this should resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-aug-2027, UDI#: (B)(4); product ID: 977c265, serial/lot #: (B)(6), ubd: 11-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.